Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Image was provided by the complaint site and the following were noted: the esheath distal liner was delaminated with the radiopaque marker band present and still attached to liner. The following instructions for use (IFU) were reviewed: IFU for esheath, device preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was confirmed based on the imagery review of the device. As the device was not returned, no additional visual or dimensional inspection could be performed, and therefore a presence of manufacturing non-conformances (if any) could not be identified. Reviews of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, 'during a tf tavr procedure for a 29mm sapien 3 valve, there was difficulty removing the delivery system through the esheath. Upon retrieving the esheath, the physician noticed that the seam was ripped open at the distal tip'. Imagery was provided of the sheath after the procedure revealing a liner delaminated at the distal end of the esheath. Patient vessel information was not provided; however, if tortuosity or calcification was present in the access vessel, it can create a challenging pathway and can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath. This scenario can potentially lead to the balloon catching on the sheath distal tip leading to sheath delamination. Additionally, if there is residual fluid remaining in the balloon during withdrawal this can make the balloon have a larger than normal deflated profile. The altered balloon profile can also catch on the sheath liner tip and contribute to the sheath liner delamination during withdrawal. As such, it is possible that patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile) may have contributed to the complaint event. However, due to insufficient information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 29mm sapien 3 valve, there was difficulty removing the delivery system through the esheath. Upon retrieving the esheath, the physician noticed that the seam was ripped open at the distal tip. A photo of the device shows the esheath shaft liner was delaminated.